Event description:
During a procedure to place a short tfn, the insertion handle and aiming arm did not align with the nail properly. The drill bent went posterior to the nail and when it came in contact with the femur, the femur fractured. The surgeon removed the short tfn and replaced it with a long tfn and was able to complete the procedure.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.